Event description:
(B)(6) md used a 7f cook check flo sheath. Patient began bleeding around sheath. The md exchanged the sheath and noticed it was torn so the wire was coming out the side and not the end. Sheath was exchanged for another one. Manufacturer response for check-flo sheath, check-flo performer introducer (per site reporter).